Event description:
In 2008, the patient reported that about 6 months ago she started to notice a yellowish color around the quick disconnect area of her insulin infusion set. She described the yellow color as oxidation on the needle. She stated she noticed this when she began to get frequent occlusion alarms on her infusion device while using infusion sets with the yellow color. The patient said she stores her infusion sets in a dry area. She stated she was not sure if the infusion sets at issue were expired and did not check this. The patient said she did keep a couple of the infusion sets with this concern and will return them. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.